Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 6 cm diameter abdominal aortic aneurysm. The patient had a reverse funnel shaped aortic neck and a right accessory renal artery. The physician wanted to preserve the right renal artery. While placing the stent graft the physician had difficulty seeing the take-off of the right renal artery and ended up placing the stent graft 3 mm below renals. There was no type 1 endoleak however due to the reverse funnel neck the physician decided to place a 32/32/49 endurant cuff. The cause of the low placement was the reverse funnel shaped neck and the accessory renal artery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.